Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by excessive forces that were exerted on the cannula by the robotic mount used during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic colectomy. Event description: customer threw away package and lot is unknown. Checked the customer's bin and found the lot will be one of four: 1336188, 1336185, 1332909, 1330695. Procedure began and insufflation was working. In the middle of the procedure, started to lose insufflation. Robotic nurse checked all ports and couldn't find the cause. Robotic nurse heard a slight hiss. He checked the camera port, which was being used with ctf73. The hiss was coming from that port. He pulled the camera up and observed the trocar was vertically split from the base toward the bottom of the cannula. The trocar split was halfway in body and half outside. The team replaced the trocar with another ctf73 and finished the case successfully. A [non-applied] clamp was used in this procedure. Additional information was received via telephone on 01feb2019 at 10:57am from acct. Mgr. The model is unknown. The customer threw away the packaging and the rep looked at the remaining sterile lots in the bin and now realizes that the lots were for both ctf73 and ctr73. The split in the trocar did not appear to particulate. The insertion of the trocar was the normal rotation after using the scalpel to make the incision. Type of intervention: the team replaced the trocar with another ctf73 and finished the case successfully. Patient status: stable.